Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) been returned and the evaluation is underway. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock during asystole (B)(6) 2020 and subsequently passed away. Prior to the inappropriate treatment, the patient was in idioventricular rhythm at 50 bpm with CPR/motion artifact degrading to asystole. The rhythm then transitions to an idioventricular rhythm at 60 bpm. The rhythm then degrades to asystole with CPR/motion artifact. The rhythm then transitions to sinus rhythm/sinus tachycardia from 80 bpm to 100 bpm with CPR/motion artifact. The rhythm then transitions to an idioventricular rhythm 80 bpm with CPR/motion artifact. The rhythm then degrades asystole with CPR/motion artifact. The patient then received the inappropriate treatment. Rhythm at time of treatment CPR/motion artifact. Post shock rhythm was vt at 120 bpm degrading to asystole with p waves. The rhythm then transitions to an idioventricular rhythm at 80 bpm. The rhythm then degrades to asystole with intermittent cardiac activity from approximately 19:31:26 until the device shutdown at 20:19:07 on (B)(6) 2020. It was reported that the patient passed away in a hospital of infection and heart failure. The response buttons were not pressed during the event. CPR/motion artifact contributed to the false detection. There is no indication that a device malfunction caused or contributed to the patient's death.